Event description:
It was later reported that elective replacement was indicated (eri) and the device was explanted.

Event description:
It was reported that the device battery may be "headed to early elective replacement indicator (eri)/recommended replacement time (rrt)." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted (B)(6) 2009; 6947-65, lead, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
.